Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliate, this was a transfemoral vein transcatheter pulmonic valve replacement (tpvr) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve being implanted within a previous 25mm surgical valve with left pulmonary stent. During the procedure, crossing the surgical valve with the 24fr dryseal sheath was challenging due to vessel tortuosity, requiring multiple wire and sheath manipulations. The 26mm commander delivery system (ds) valve alignment was performed outside the body per standard pulmonary procedure. The ds encountered resistance during insertion into the sheath. Upon exit of the valve from the distal tip of the sheath, a bent valve frame strut was seen under fluoroscopy. The ds, valve, and sheath were removed as a unit. A second valve 24fr dryseal sheath, ds and 26mm s3ur valve were prepped. Teh second valve was implanted successfully. The patient had no injury and is in stable condition. The first 24f dryseal sheath was noted to be kinked at the hub, which is considered to be the likely cause of the valve frame damage; no damage was observed on the first ds.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for frame damage was unable to be confirmed due to unavailability of device or imagery. A review of the IFU/training materials revealed no deficiencies. The edwards sapien 3 ultra resilia valve with the commander delivery system with a non-edwards sheath in pulmonic position is currently not indicated for use. Per training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system''. In this case, it was reported that the patient presented moderate tortuosity. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, it was reported that sheath manipulation and resistance was encountered during advancement. It is likely that additional device manipulation or high push force in order to overcome the reported resistance was used which then may led to the valve struts interacting with the non-edwards sheath, potentially leading to distortion of the frame at the inflow side as reported. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (high push force, off-label operation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.